Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath and locator were returned mated together. The tubing of the sheath was found to have disintegrated into fragments and appeared consistent with embrittlement due to light exposure. The device was subsequently sent for material testing to verify material degradation due to light absorption. The complaint was able to be confirmed for sheath breakage. The sample was found to have been exposed to ultra-violet (uv)/light exposure which caused the issue to occur. The likely cause of the event was determined to have been improper device storage resulting in light exposure and material breakdown. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal 6 french vip sheath involved split when it was put in the dilator. The event occurred when the tech prepped the device. The device was never used on the patient and the device never touched the patient. The hospital kept the angio-seal in a pyxis machine. The patient was stable, and the procedure was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2023: the procedure performed was a left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the date in section d9. The date submitted on the initial report was incorrect.